Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was found with broken inner catheter and with a kink in the proximal section. It is not known when and how these damages were caused but the damages may be related to the reported issue. The tip of the system was found in good condition without indication for insertion difficulty, and during evaluation testing the system could be easily inserted into system compatible 6f introducer sheath. The investigation leads to confirmed result for inner catheter break. The introducer was a 6f size, and damage was not noted to both introducer and system. Based on the investigation of the provided information, the investigation is closed as confirmed for inner catheter break, an indication related to insertion difficulty into the introducer could not be found. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' In regards to access and accessories the instruction for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ guidewire of appropriate length (see table) and diameter across the lesion to be stented via the introducer sheath.' The instruction for use further state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. Medical device expiry date: 06/2023.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.